Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017; 5071 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had lead integrity alert (lia) triggered for non-sustained ventricular tachycardia episodes and elevated sensing integrity counter (sic). It was noted that there was an insulation breach as well. During surgery, the patient's superior vena cava (svc) was perforated and the extraction was abandoned. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right atrial (ra) lead was fractured, as well as the right ventricular (rv) lead was fractured. The ra lead was explanted.